Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was detached and was disposed at the hospital.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent was detached from the stent delivery system (sds) and was not returned for analysis. The maximum crimped stent profile measurement and was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. A review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the stent was detached and was disposed at the hospital.